Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. Reprocessing staff member utilized a third-party suction source, which was the reason steps eighty-six (86) to eighty-eight (88), and ninety-five (95) to ninety-eight (98) were marked non applicable. The alternatives were not considered deviations. The audit took place on sep 23, 2021. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive inspection and sampling were initiated on august 9, 2021. Because the jig used to remove the arm cover was deemed to be ineffective during a prior inspection, disassembly was halted until replacement tools could be shipped from japan. Destructive inspection and sampling were resumed on august 30, 2021. All sixteen (16) required scope sampling points were ultimately sampled. No organisms were recovered from the scope during destructive sampling. Minor deformation of the channel (indentation) was observed. It is not felt that this minor degree of indentation could have impacted reprocessing, and it is possible that it may have been introduced during the disassembly process. No cracks, scuffing, or chips were observed. A baroscope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection. The device was returned to an olympus for evaluation after destructive culturing and sampling. The plastic distal end cover was missing the c-ring holder. The nozzle was missing. The bending section cover was half cut and missing. The glue was missing on the distal end side. The scope leak check was unable to be performed due to the missing bending section cover. The plastic distal end cover insulation was unable to be checked due to the missing c-ring holder. The k-lever and forceps elevator, guide wire tension test, and catheter test were unable to be performed due to a missing l-arm/forceps riser. The air/water was unable to be checked due to the missing nozzle. The legal manufacturer performed an investigation. Aureobasidium pullulans is a black yeast-like fungus that is ubiquitous in nature and is commonly encountered as an environmental contaminant in healthcare. Bacillus species was isolated six (6) days prior from the sink. No sampling procedure deviations were observed. No reprocessing procedure deviations were observed. No organisms were recovered from the scope during destructive sampling. No significant damage was observed during destructive inspection. No information was available regarding the end of procedure time and start of manual cleaning for the duodenoscope. However, the time in the automated endoscope reprocessor (aer) reported was only twenty-four (24) minutes. It was unclear if the value was reported correctly. This facility video records the reprocessing staff and monitors performance, so site staff was hesitant to reprocess the new model evis exera iii duodenovideoscope. Environmental sampling and monitoring were performed as part of the post market clinical study 522. The provisional root cause was potentially insufficient reprocessing, potentially contamination during sampling, potentially environmental contamination from the reprocessing room environment.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
This report is being supplemented to provide additional information in e2, e3 and h6 for type of investigation from the legal manufacturer's investigation. This information is addressed in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for organisms. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested positive for aureobasidium pullulans, too numerous to count and one (1) cfu of staphylococcus epidermidis. The channel tested positive for five (5) cfus of staphylococcus haemolyticus, one (1) cfu of bacillus species, two (2) cfus of lysinibacillus species, and six (6) cfus of staphylococcus epidermidis. No patient harm reported.